Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as gel leak caused skin irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved.